Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence (internal code for customer complaint: (B)(4)). As the defective unit was not available for inspection and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the claimed defect.

Event description:
Fluoruracil administered IV via leventon 4.7ml/hr 250ml portable elastomeric infusor over a 46 hr period. At end of infusion, pt presented at clinic with wet infuser bag and clothing. The infuser system had apparently leaked. Crystals appeared where drug leak had evaporated. Largest amount appeared at the seam on "capillary element" (a. K. A. "Restricter element").